Event description:
Reportedly, this pump was set up to deliver dopamine at a rate of 1cc per hour using a 60cc syringe. "Approx 2 hours later. Found only 23cc left in syringe. Infusion stopped. Bp elevated, but returned to normal without treatment. Pump checked by biomed and found to operate appropriately."